Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. It was indicated that the patient was critically ill while using the device, which is misuse of the device. The patient experienced a cgm accuracy issue which occurred 7 days after the sensor was inserted into the arm. On (B)(6) 2024, around 9:30am, the patient's cgm was reading 380 mg/dl. No bg meter comparison was taken at this time. Based on the patient's sliding scale, he self-treated with 10 units of insulin. At 10:30am, the patient took a shower and at 11:00am, the patient became disoriented and was diaphoretic. The cgm was reading 55 mg/dl at this time. Again, no bg meter comparison was taken at this time. The patient self-treated with orange juice and a glucose tablet; however, the patient then vomited. Despite there being no bg/cgm comparison values provided for this event, the patient alleged a cgm inaccuracy and repeatedly stated the cgm and bg meter were "100 points" off. Around 11:15am, emergency medical services (ems) was called. Once ems arrived, the patient was treated with intravenous (IV) "sugar water". The patient was then transported to the emergency room (ER). At 1:00pm, the patient arrived at the ER where he was treated with an unspecified medication to "bring his sugar up". At 1:30pm, the patient's bg meter reading was 101 mg/dl. No cgm reading was provided for comparison. It was also noted the patient's blood pressure level was elevated and he received an unspecified medication to lower his blood pressure prior to discharge. The patient was discharged home around 6:00pm the same day. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. However it was reported that there was a difference in readings of 100 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.